Event description:
It was reported that the pacing impedance trend on the right ventricular (rv) lead had been gradually increasing and triggered an alert. The alert limits were increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.